Manufacturer narrative:
As no additional information regarding this event is expected, our investigation is complete. This report will be updated if additional information becomes available.

Event description:
It was reported that shortly after this right atrial (ra) lead was implanted, an alert was generated due to high out of range pacing impedance. However, the patient was lost to follow up and did not present for evaluation again until (B)(6) 2019. At that time, it was noted that the patient's pacemaker was experiencing normal battery depletion. The patient's pacemaker was explanted and replaced. During the procedure, this ra lead was evaluated with a pacing system analyzer (psa) and all measurements were within normal limits. This ra lead remains in service with the patient's new pacemaker. No adverse patient effects were reported.